Event description:
The rptr is calling, in reference to a device that she can describe only as a "yellow substance." She states she is being forced to participate in the "experimental" application of this substance onto and into her body. These applications are causing mental deterioration and are "killing her and her son." The rptr states the applications began on her cat before beginning on her and as a result her cat is also dying. The rptr states these applications take place in a "physics lab like setting." She wishes someone to investigate this matter on her behalf and end these applications.